Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator pocket lock failed. A field service engineer (fse) determined that pocket 1.3 had been intermittently failing for some time. Upon arrival, attempts to open the pocket were unsuccessful, as it would not unlock, however after rebooting the system, the pocket was able to unlock. During testing, the pocket unlocked successfully 19 out of 20 times, but it occasionally timed out with an error and failed to open. The fse worked with helmer support to diagnose the issue and swapped pockets 1.1 and 1.3 to determine whether the issue followed the pocket, in case it was related to a magnet problem. Based on helmer's recommendation, a new irac board was installed. Following installation, the drawer was unlocked more than 50 times in hardware test application, and the drawer was inventoried multiple additional times with no failures, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, one pocket inside the device had been failing to lock and unlock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.